Event description:
Pt status post acdf level c3-c6 plate and screw implantation returned to surgeon for post op visit. An x-ray showed one screw backing out of the plate. Surgeon is not removing the hardware at this time and will monitor the pt. This is two of two reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Subject device has not been explanted. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed. No conclusion could be drawn as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be completed.